Event description:
Report received of pt found to be in acute withdrawal - dye study done. Symptoms had been occuring for 4-5 days. Surgical procedure scheduled. Follow up with hcp revealed pt had surgical exploration of device-pump and catheter found to be functioning well. Hcp thinks catheter was kinked and with repositioning in surgery the catheter is now patent and functioning well. Pt is doing well since surgical procedure.